Manufacturer narrative:
The actual device reported in the incident has not yet been returned to the manufacturer for evaluation. However, the facility has returned two unused samples from an unreported lot number. Although no inventory remains of the reported lot, the house retain sample for the reported lot and the two representative samples returned from the facility were visually evaluated. No cracks or damage was noted on the spike adaptor. The tips of the piercing devices were not damaged or dull. To simulate actual usage each sample was then spiked into an unopened irrigation container as indicated in the instructions for use supplied with the product. No cracks or damage was noted to the spike or spike tips after removing the spike adaptors from the containers. The instructions for use indicate: insert set spike into distal end of spike adapter. Spike container past initial resistance to a point where spike shoulder is flush against container cap. (An indication of full insertion will be a final slight "pop" sound.) Check container to ensure closure. A device history record review was performed for the reported lot. No non-conformances were reported during the manufacturing process. There are no other reports of this nature against the reported catalog number, lot number, or vendor part. We continuously monitor product incident reports to identify trends which might affect our products. No adverse trends have been identified with the reported product. Without the actual sample to evaluate a thorough investigation could not be performed. At this time no specific conclusions can be drawn. The unused representative samples and the house retain sample were sent to the actual manufacturer for evaluation. If the actual sample becomes available to be evaluated, as reported, the sample will also be sent to the manufacturer and a follow-up report will be filed.

Event description:
As reported by the sales rep per the user facility: reports using with an irrigation set with bag spike. Spike broke into pieces with container and pieces went into patient. They were able to remove pieces from the patient without incidence. Additional information provided by the sales rep indicated the facility was using the spike adapter attached to an irrigation set during a cysto irrigation procedure. The doctor noticed particulates floating in an organ area on a screen which was monitoring the procedure. The particulates were flushed out using an irrigation process until there were no particulates able to be seen. Additional information provided by the facility's risk manager indicated, to date, the patient has suffered no adverse sequela associated with the incident. The facility will be sending in the actual sample for evaluation.